Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated difficulty removing the insulin cartridge from the ilet, requiring pliers to twist and disengage the luer connector, while blood glucose levels were not affected, and no alarms were reported. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, confirmation of shipping information, and replacement of the device with instructions for return and data sync. Investigation of the returned device revealed no mechanical interference or binding at the luer/cartridge interface, consistent with a device component connection issue.